Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional information was requested, but the request was declined. If additional information is received, a supplemental report will be submitted. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
The viperwire guide wire tip fractured during distal-to-proximal treatment of a lesion via pedal access in the superior femoral artery. The fragment was left in vivo. A physician present during the case mentioned that the wire was likely out of the field of imaging during the procedure, and it is unclear what caused the wire to fracture.